Event description:
On (B) (6) 2010, the pt was implanted with a gore tag thoracic endoprosthesis to treat a traumatic aortic transection. The distal and proximal neck was not ballooned. On (B) (6) 2010, a computed tomography scan revealed a type I endoleak and thoracic aortic pseudoaneurysm. The re-ballooning procedure was performed. The endoleak was resolved. On (B) (6) 2010, the pt was hospitalized with a progressive pain in the chest area. The CT demonstrated a tag device collapse caused by a blood flow to the aneurismal sac between the aortic wall and the device. On (B) (6) 2010, a cook device (20 cm long zenith tx2) was implanted. The pt tolerated the procedure.

Manufacturer narrative:
Mfg evaluation is going to be conducted. Additional info and images were requested.